Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that replacing the cmos battery resolved the issue. Representative mentioned that bias settings were incorrect and the settings were loaded to default settings. Reported that the usb cable to pc was loose. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batter has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure when booting up imaging system, the image acquisition system (ias) would not boot past "initialization please wait". Unplugging the image acquisition system (ias) from mobile view station (mvs) and rebooting the system multiple times did not resolve the issue. Issue was discovered when prepping for case. Site proceeded with c-arm. There was no patient present at the time of the issue.